Manufacturer narrative:
This ipg serial number was included in a (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt had not recharged her ipg in more than (B)(6) as she had temporarily ceased use of her scs system. In addition, it was alleged that the ipg was no longer holding a charge. The pt's ipg was replaced on (B)(6) 2011 during a procedure to replace her leads for optimal therapy coverage.